Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, consumer not able to see signs well enough to drive day or night. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the 2nd file.